Event description:
Received maude report (B)(4). Date FDA received 09/21/2012. Date FDA added 10/01/2012. Event date: (B)(6) 2012. During shift assessment, it was noted that the patient's volume was less than 1 and heart rate was trending downward. The ballard suction tube was attached to the ett and was lodged to the ett hub. The hub was successfully withdrawn from the suction tube using a hemostat. It was noted that a crack was observed at the base of the ett. The pt was resuscitated and stabilized. Covidien is attempting to gather further details surrounding the circumstances of this report.